Manufacturer narrative:
Approximate age of device ¿ 3 years 1 month. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2015. It was reported that the the patient came in with suspected pump thrombosis. Additional information was requested but has not been received.

Manufacturer narrative:
Investigation summary: the report of suspected pump thrombosis could not be confirmed through this evaluation because the device remains in use. It was reported on (B)(6) 2018 that the patient presented with suspected pump thrombosis the heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on the event.